Manufacturer narrative:
Similar device catalog #: 54840005545, 510k #k091974 and UDI#: (B)(4) was approved in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient with lumbar spinal canal stenosis involved in cbt-plif procedure used in spinal therapy. Levels implanted: l4/5. It was reported after cbt-plif was performed at one intervertebral disc, screw cut the bone and vertebral fracture was reported in the patient. Received updated information that screw was deviated or cbt would have turned slightly outward. The rod was explanted and replaced. There was no malfunction with the rod. Solera screw was explanted in reoperation. Cbt on l4/5 was removed, fusion on l3- s1 was performed. Plif was performed on l5/s on (B)(6) 2020. Patient status is unknown.